Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment and a cystocele and rectocele repair, they experienced infections, drainage, pain, bladder erosion vaginal erosion, discharge and odor. The pt reported the device was removed. Pt reported that since the removal they continue to experience increased incontinence, vaginal pain and dyspareunia due to damage to the vaginal wall. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications. And co was unable to determine the specific relationship of hte device to the event.